Manufacturer narrative:
The pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify charge battery anomaly and low battery alert due to critical pump error (open book). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert and low battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.